Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the lead was returned in segments, analyzed and the distal conductor was fractured. It was noted that the defibrillation coil was distorted, the defibrillator conductor fractured due to overstress, the outer tubing overlay melted, the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that there was a lead integrity alert (lia) triggered and the patient received inappropriate shocks. It was also reported that the right ventricular (rv) lead had oversensing and high impedance due to a lead fracture. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.